Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the reported event. The patient was moved to a different lab to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a collimator error and was unable to be used. Upon troubleshooting, the fse analyzed the system logs and found several issues related to the collimator. To resolve the issue, the fse replaced the collimator and performed adjustments. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a collimator error and could not be used. No harm was reported to philips. Philips has started an investigation of this complaint.